Manufacturer narrative:
(B)(4). The device was not returned, so confirmation of the leak was not possible. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that during preparation of the armada dilatation catheter, air was noted to continually come through while pulling negative. A leak was suspected; however, there was no noted damage. The device was set aside and not used. Another armada was used successfully. There was no additional information provided.